Event description:
It was reported that during a normal eol ipg replacement surgery, visual confirmation revealed the patient's extension had fractured prior to surgery. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event and patient's weight is estimated.